Event description:
It was reported that the patient presented with t-wave oversensing on the ventricular lead in clinic and in the stored data on the device. Reprogramming was conducted to adjust the sensitivity and the medication was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.